Event description:
I am having re-occurring allergy symptoms. I have outbreaks of rashes, hives, and blistering sensations, and my tastebuds seem to get affected to hot and sour foods. I have unexplainable bad pains off and on, and headaches, including the top and the lower two sides of my head, they pulsate and feel very tender, I get major cramping as well as swelling. Dose or amount: 3 different one time daily. Frequency: once daily. Route: taken by mouth. Diagnosis or reason for use: for anxiety due to itching and tension. Event reappeared after reintroduction: yes.